Event description:
Lap chole: possible open - "the surgeon determined the need to convert to open procedure due to tortuous pt anatomy, at which time the grasper would not release from gallbladder. Dr. Had to destroy grasper handle to get it to release." Patient status: "pt was admitted to ICU (not due to instrument failure) from pre-surgery co-morbid conditions including sepsis. Pt decreased to ICU." Type of intervention: "dr. Broke grasper handle apart with his hands in order to disengage locking mechanism allowing grasper jaws to release that gallbladder."

Manufacturer narrative:
(B)(4) has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.